Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed that at the dome of the device foreign material was found. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. Then, a fourier transform infrared spectroscopy (ftir) was performed and revealed that the unknown substance was primarily composed of biological-based material. Kastle meyer test confirmed the blood presence in stains due to a positive reaction to blood components. A manufacturing record evaluation was performed for the finished device 31542179l number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The foreign material was unrelated to the reported event, the potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified that at the dome of the device foreign material was found. During the procedure itself, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.